Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the bolus amount on the display of the patient's infusion device were not easily visible. The display is visible when in the basal settings. The patient does not know if the device delivered the entire amount of insulin during the last bolus. The patient has lost confidence in the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The display of the pump was tested and meets the specifications. The display is completely readable. The bolus function of the pump was tested and meets the specifications. The problem mentioned by the customer could not be reproduced.